Manufacturer narrative:
(B)(4). The iab was returned with the membrane completely unfolded. Traces of blood were visible on the exterior. The extender tubing was also returned. Three kinks were observed on the catheter approximately 29.2cm, 73.2cm and 74.0cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, on a patient with heart disease, the balloon did not inflate. A ¿blood detected¿ alarm was generated. Autofill was attempted repeatedly, but it did not clear the alarm. The iab was replaced to continue therapy. No patient injury or harm was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, on a patient with heart disease, the balloon did not inflate. A ¿blood detected¿ alarm was generated. Autofill was attempted repeatedly, but it did not clear the alarm. The iab was replaced to continue therapy. No patient injury or harm was reported.